Event description:
It was reported that during a rotator cuff repair surgery, when the anchor entered into the bone tunnel, it broke. Back up was used to completed the surgery with no significant delay. No patient injury was reported.

Manufacturer narrative:
One 4.5mm twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment of the device confirmed the anchor breakage. The anchor has broken at the suture eyelet. Removal of the anchor showed one inserter tine is missing and the other is bent. Broken tine was located within the anchor. The condition of the inserter and anchor are consistent with off axis insertion.